Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. The manufacturer date and expiration date have been obtained. File has been updated accordingly.

Event description:
It was reported by an attorney that the patient underwent an open ventral hernia repair on (B)(6) 2010 and the ¿old mesh¿ was removed and mesh was implanted (20 x 25 cm). The old mesh was found to have migrated and extensive adhesions were found. It was further reported ¿no indication of complications in procedure.¿ it was further reported the patient underwent removal of the mesh on (B)(6) 2010. The surgeon noted the patient had multiple issues with an open abdominal wound with mesh exposed to air and since a wound vac could not successfully placed, surgery was ordered. H-d biological mesh (two pieces of 16 x 8 were sewn together) were placed and ¿repair of enterotomy x 3, repair of small bowel serosal tear x 3, exploratory laparotomy and lysis of adhesions¿ were performed. It was further reported, ¿no indications of complications in procedure.¿ it was reported the patient continues to experience severe pain, stomach tenderness, diarrhea, and inflammation, loss of appetite, digestive tract issues and extreme weight gain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/7/2025. Additional information: a2, d3, g1. Corrected information: d4 (primary UDI #). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.